Event description:
Customer reportedly obtained a result of 313 mg/dl on the advantage system while a professional device produced a result of 135 mg/dl within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.